Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2009, 4194 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead had high impedance and thresholds. The pace/sense portion of the lead was capped. A new lead was placed for the pacing and sensing. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.